Event description:
The user facility reported an incident where the tip of a catheter broke off from the hub inside a patient, and the tip was subsequently removed. Additional information received on 08 apr 2025: from the nurse manager includes the following details: on (B)(6) 2025, the patient was brought to the operating room for a left radial percutaneous fixation procedure to insert a pin on the right side and apply a splint on the left side. An IV was administered during the procedure. On (B)(6) 2025, the primary nurse removed the IV and discovered that the catheter had broken off inside the patient's arm. The entire catheter was broken inside the patient's arm, except for less than 1mm remaining on the hub. An ultrasound revealed the catheter in the upper arm, 1 cm deep. An emergency incision and drainage procedure were performed to remove the catheter. The patient received two stitches, experienced minimal blood loss, and remained stable before and after the procedure. The patient was discharged the same day.